Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01521, 2938836-2020-01522. It was reported that lead erosion through the skin was observed. The device system was explanted. The patient was stable.